Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was treated for a right middle meningeal artery (mma) embolus. Vessel tortuosity was normal. The patient was recovering well from the procedure. The patient didn't experience any symptoms. There was no causal relationship since the issue was found before being put into the body. It was noted that it seemed that there was probably already a hole. The cause of the hole was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that setup was performed as per the attached document. When guidewire was inserted into the marathon catheter, the guidewire appeared from the side, not from the tip of the marathon catheter. It was presumed that the catheter had a hole, and that the guidewire might have come out from there. A marathon catheter from the same lot was opened again and the procedure was completed without problems. There was catheter perforation at the distal shaft. There was no resistance when passing the guidewire/stylet. There were no kinks, etc., on the guidewire, coil, or stylet. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. Ancillary devices include a asahi intecc fubuki 0.010 guidewire.

Event description:
Additional information was received noting that there was "nothing in particular" as far as damage or evidence of tampering to device packaging. It was "as usual.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it was unknown if the hole was an out of box issue but it was noted that it seemed that there was already a hole when opening the package.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.